Event description:
It was reported that the subject device had no ultrasonic image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.